Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease fold, and broken shell and others. A microscopic analysis was performed which identified: one broken crease sharp on the radius, stress marks and wear abrasion. Based on the device analysis the final assessment is: broken crease sharp on the radius assessed as fold flaw opening.

Event description:
Additionally healthcare professional reports capsular contracture baker grade iii and pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.